Manufacturer narrative:
(B)(6) the device lot number was not provided; therefore, a DHR review could not be conducted. There is one actual sample returned for investigation. It was reported the catheter balloon was burst during used. It was uncertain how long the catheter was in used but the patient relies on catheter for 24/7 and being catheterization every 2 month. The patient is a male at 77 years old consider elderly patient with a progressive supranuclear palsy condition and was contracted to bed. The actual return sample was examined physically. Based on visual inspection it was determine the balloon had burst. The burst balloon area was magnified with 30x magnification, it was determined there is a present of encrustation residue on the burst balloon area developed on the balloon surface. Based on literature, salty like sediment could possibly lead to balloon tear. Refer to picture 3 below adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. Leak balloon or burst balloon may happen due to several reasons such as in contact with sharp object during use i.e. , contact with clamper , kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative compounds. Balloon could also burst because of balloon had encounter bladder or kidney stone during use for elderly patient with bladder or kidney stone history. In current standard operating procedure as per (B)(4), the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test ((B)(4)). Catheter with defective balloon will be culled out. Based on the investigation conducted, burst balloon may have likely happened due to encrustation and in contact with sharp or pointed surface such a kidney stone leaving scratch marks on the balloon surface. These scratch marks may propagate and lead to burst. Therefore , this complaint could not be confirmed.

Event description:
Involved a 77-year-old male patient. The incident happened on (B)(6)2020. The balloon burst inside the patient. So, the catheter self-expelled from the patient. This patient is catheterized 24/7. The catheter is changed every 2 months. With this patient we previously faced issue where the balloon deflated in use. It is like the bladder was compressing the balloon and the balloon deflates. Is it possible than the pathology of the patient progressive supranuclear palsy and that the patient is contracted in his bed, is leading to this issue?

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Involved a (B)(6)-year-old male patient. The incident happened on (B)(6) 2020. The balloon burst inside the patient. So, the catheter self-expelled from the patient. This patient is catheterized 24/7. The catheter is changed every 2 months. With this patient we previously faced issue where the balloon deflated in use. It is like the bladder was compressing the balloon and the balloon deflates. Is it possible than the pathology of the patient progressive supranuclear palsy and that the patient is contracted in his bed, is leading to this issue?